Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies failed in drawer 5.1 and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple recurring cubie failures occurred in drawer aux 5.1. A field service engineer (fse) removed the back panel, verified pyxis communication, receded wires, replaced the row board cable. The system functioned as intended after field service engineer repaired the issue.